Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced four infusion set cannula kinked events on (B)(6) 2025 and (B)(6) 2025. The symptoms occurred within 3 hours of insertion. The insertion site was abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.